Manufacturer narrative:
(B)(4). The involved device was taken out of use and evaluated by the arjo representative. According to the results of inspection, one side support was slightly twisted/bent. Only the catch located on the head end of stretcher was locking correctly and the one near foot end was not locking. Due to this when the support was pushed (while closed in upper position), it was possible to open it. The investigation s on-going and further information will be provided in the next report.

Event description:
Arjo was notified about an incident with involvement of concerto shower trolley. It was reported that during shower, a patient was put on her side by the caregiver and when the patient was holding the side support, it opened and the patient fell. The patient sustained hematomas on knees and arms.

Manufacturer narrative:
Arjo was notified about an incident with involvement of concerto shower trolley. It was reported that during shower, a patient was put on her side by the caregiver and when the patient was holding the side support, it opened and the patient fell off the trolley¿s stretcher. Initially it was reported by the customer facility, the involved patient sustained hematomas on knees and arms. Based on the additional information received on 2020-oct-12, the patient sustained fractures of 4 ribs and was immobilized for more than 15 days. Current patient¿s condition is unknown. The involved device was taken out of use and evaluated by the arjo representative. According to the results of inspection, one side support was slightly twisted/bent, causing that only one catch located on the head end of stretcher was locking correctly. Due to this, the side support might unlock when pushed. The safety catch on not locking end of side support was not damaged. The customer was informed about a need of repair. Each concerto unit is equipped with two side supports (one on both sides of the trolley) and with four safety catches (two on each side support). The side support is lowered by pressing the two catches simultaneously. When raising the side supports, user should make sure that the two catches snap into place. According to the instructions for use, the customer should perform a functionality test of catches on the side supports on a weekly basis to detect any deficiencies. The device in question was manufactured 17 years before the reported incident . The useful life of this equipment, unless otherwise stated, is ten (10) years, subject to required preventative maintenance. The equipment is subject to wear and tear, and the maintenance instructions must be performed when specified to ensure that the equipment remains within its original manufacturing specification. Care and maintenance shall be carried out in accordance with the preventive maintenance schedule included in the IFU. The unit in question was not under the arjo service contract and was maintained internally by the customer. It was confirmed that the damaged side support has never been replaced and safety catches were replaced 3 years before the incident occurred. Based on the results of inspection of the device performed by the arjo qualified representative, it was not possible to determine if the side support was damaged before the event or it became deformed during the event. In summary, the concerto shower trolley was used, when the event occurred and therefore was involved in the incident. Based on the performed evaluation, the arjo device was not functioning according to the manufacturer¿s specification as side support was bent, but it is unknown when it became deformed. This complaint was decided to be reported to the regulatory authorities due to indication of a patient fall which occurred during use of the device and resulted in an injury occurrence. This update of a final report was provided according to additional information received related to this event. In previous manufacturer incident reports it was stated that the involved patient sustained hematomas on knees and arms, which was in line with the information provided by the customer facility. Based on the update received on 2020-oct-12, the patient sustained fractures of 4 ribs and was immobilized for more than 15 days.

Manufacturer narrative:
Arjo was notified about an incident with involvement of concerto shower trolley. It was reported that during shower, a patient was put on her side by the caregiver and when the patient was holding the side support, it opened and the patient fell off the trolley¿s stretcher. The patient sustained hematomas on knees and arms. The involved device was taken out of use and evaluated by the arjo representative. According to the results of inspection, one side support was slightly twisted/bent, causing that only one catch located on the head end of stretcher was locking correctly. The safety catch was not damaged. Due to this, the side support might unlock when pushed. The customer was informed about a need of repair. Each concerto unit is equipped with two side supports (one on both sides of the trolley) and with four safety catches (two on each side support). The side support is lowered by pressing the two catches simultaneously. When raising the side supports, user should make sure that the two catches snap into place. According to the instructions for use, the customer should perform a functionality test of catches on the side supports on a weekly basis to detect any deficiencies. The device in question was manufactured 17 years before the reported incident . The useful life of this equipment, unless otherwise stated, is ten (10) years, subject to required preventative maintenance. The equipment is subject to wear and tear, and the maintenance instructions must be performed when specified to ensure that the equipment remains within its original manufacturing specification. Care and maintenance shall be carried out in accordance with the preventive maintenance schedule included in the IFU. The unit in question was not under the arjo service contract and was maintained internally by the customer. It was confirmed that the damaged side support has never been replaced and safety catches were replaced 3 years before the incident occurred. Based on the results of inspection of the device performed by the arjo qualified representative, it was not possible to determine if the side support was damaged before the event or it became deformed during the event. In summary, the concerto shower trolley was used, when the event occurred and therefore was involved in the incident. Based on the performed evaluation, the arjo device was not functioning according to the manufacturer¿s specification as side support was bent, but it is unknown when it became deformed. This complaint was decided to be reported to the regulatory authorities due to indication of a patient fall which occurred during use of the device and resulted in an injury occurrence.